Event description:
The duett sealing device was deployed following a diagnostic procedure in a 5f sheath via the right femoral access. Within 10 minutes of duett deployment, signs of symptoms consistent with an arterial occlusion were noted, which was confirmed via angiogram. Intervention consisted of a thrombectomy and percutaneous transluminal angioplasty, and the event was resolved. No additional complications were noted.